Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid," "breast pain," and "multicystic area."

Event description:
Patient reported left side "fluid," ultrasound confirmed, "breast pain," and "multicystic area." Device remains implanted.